Event description:
After using the laparoscopic hook scissors, physician handed off the instrument to the scrub nurse - she noticed that the tip was missing. An x-ray was taken confirming the tip was in the patient. It was retreived and the procedure completed.